Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42mg/dl. Low bg cause was not known. Customer lost consciousness and their spouse called the paramedics. The paramedics treated the customer with dextrose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.